Manufacturer narrative:
Manufacturer's investigation conclusion: the reported tear in the pump cable outer jacket could not be confirmed through this evaluation as no images of the damage were submitted. The submitted controller event log file captured the system operating as intended at the stored patient speed for the duration of the file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-018589, and no further related events have been reported at this time. The relevant sections of the device history records for mlp-018589 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and patient handbook contain information on how to clean and care for the driveline. These documents instruct patients to check the driveline daily for signs of damage such as cuts, holes, or tears and to call their hospital contact right away if the driveline is damaged. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 entitled ¿patient care and management¿ explains how to clean and care for the driveline. Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 entitled ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 entitled ¿equipment storage and care¿ explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The heartmate 3 lvas patient handbook, rev. D, also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a complete tear in the outer sheath of the proximal driveline, exposing wires underneath. There were no alarms associated with the damage. The area was reinforced with rescue tape and the patient was re-educated on the importance of not "slinging" their equipment over their shoulder. The patient was also instructed to stop showering.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.